Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The device failed a step during testing which was related to the remote alarm connector. The device's interface board was replaced to address the issue.

Event description:
The manufacturer received info alleging a ventilator powers off by itself. The device was not in patient use.